Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 3 times by the lifevest. The patient was reportedly conscious at the time of the event. Supraventricular tachycardia (svt), multiple counting and motion artifact contributed to the false detections. The response buttons were not pressed during the event. As reported by medical personnel, the patient was half awake, and screaming. A doctor removed the lifevest as they believed it was making the patient twitch and that it may be malfunctioning. The patient¿s shaking was observed to continue hours after the lifevest was removed. A nurse reported they will contact the cardiologist to determine if patient is still a good candidate for the lifevest due to the patient¿s shaking. At the time this event was reported the patient was in the intensive care unit of the hospital. It is not clear whether the patient was already admitted to the hospital prior to the treatments or was admitted after the treatments. The hospital has reported the patient left the hospital against medical advice and is no longer wearing the lifevest.